Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 23 jan 2023 to ensure that the initial concern was resolved - able to establish contact with customer who stated he did not need assistance -customer did not purchase new product, customer continued to use the rest of the pen needles that he had left from the box.

Event description:
Consumer reported complaint for the trueplus pen needles. Consumer reported complaint the 31g pen needles did not dispense the insulin. Customer stated he had the same issue with a previous lot - internal report reference number (B)(4). The package had not been open or damaged when received by the customer. The customer is using compatible product and the pen needle is properly aligned. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim to be injured while using the pen needles and no medical intervention related to the use of the product was reported.

Manufacturer narrative:
Sections with additional information as of 07-mar-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: pen needles were not returned for evaluation. Complaint was forwarded to supplier quality based on complaint's description for investigations. No product was returned to thi. Internal evaluation has been completed by the manufacturer. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event.